Event description:
Healthcare professional reported right side rupture via ultrasound. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as surgical damage. Additional observations: crease is observed. Red particles were observed, on the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture of right breast implant. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.